Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The inspection and testing of the returned device could not confirm or duplicate the customer¿s reported issue. However, it was observed the device¿s stored memory demonstrated that error code e03 (pressure sensor abnormality) had occurred several times, due to a faulty circuit board (pressure sensor/pressure sensor circuit). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a laparoscopic adnexectomy procedure, the subject device emitted an alarm tone/whistling sound, and the display went black. The device was turned off and back on again, and the procedure was completed using the same device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported event of the ¿alarm sounded and the display went black¿ was not reproduced. The product did not have any abnormalities on the exterior or function. The reported event of ¿error e03¿ (defective pressure sensor) was recorded on the error memory. A faulty printed circuit (cr) board was confirmed and was pointed as the cause of the error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.